Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for ischemic colitis on (B)(6) 2015. The cause of the ischemic colitis was unknown. The patient was experiencing gi bleeding and pump alarms for low flow were occurring. On an unspecified date, the bleeding site was embolized and the bleeding stopped. Two days later, the patient again started receiving low flow alarms on the pocket controller. An echocardiogram and the clinical data did not fit with the low flow alarms. The pocket controller was exchanged to an epc system controller and the alarms resolved. On (B)(6) 2015, while getting up to use the commode, the patient experienced extreme shortness of breath and tachypnea and became delirious. All exams for pulmonary embolus were negative and a head CT scan was also negative. The patient¿s liver enzymes continued to rise. Although all cultures were negative, the symptoms appeared to indicate sepsis, with respiratory and liver failure. The patient experienced a fever, elevated white blood count (chronic since the ischemic colitis), and was hypotensive requiring inotropes. The patient required 98% oxygen but was not intubated per his wishes. Additionally, he requested no chest compressions and no invasive procedures be performed. Care was withdrawn and the patient expired on (B)(6) 2015. It was stated that there was definitely no pump/pocket infection. The patient's durable power of attorney document indicated no autopsy should be performed and the pump was not to be explanted.

Manufacturer narrative:
Approximate age of device - 2 years, 5 months. The device was not available for evaluation. A review of the device history records revealed the device met applicable specifications. Based on the information available and due to the device not being available for analysis, no conclusion can be drawn as to the cause of the event. No further information was provided. The manufacturer is closing the file on this event.